Event description:
The laser system has the following problem: "not working chiller". No adverse effects to patient were reported.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware of patient injury.